Event description:
It was reported that the user was advised to complete a factory reset due to suspected maladaptation from using meal announcements to correct highs. During setup with a dexcom g7 cgm and a steel 6 mm infusion set, the user experienced hypoglycemia with a nadir of 41 mg/dl and treated with oral glucose. Symptoms included hypoglycemia with malaise and irritability. Outcomes included no lasting health consequences. Investigation included user communications and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and user interface involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.